Event description:
Baxter received a report stating that careassist es155/255/455 frame patient head end brake casters were not holding. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Baxter technical support provided the account the part number of the brake casters that needs to be replaced to resolve the issue. The account will repair the bed themselves. Based on this information, no further action is required. Per the baxter service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Check the brakes to see whether the bed moves when the brake pedals are pressed and repair as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on (B)(6) 2013. It is unknown if the facility performed any other preventive maintenance on this bed. Although there was no reported injury with this event, if the report of a brake casters not holding were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.